Event description:
It is reported that upon opening sterile package, they saw white particles where the wire was located. They did not want to use the product because they did not feel it was sterile.

Manufacturer narrative:
Eval summary: no residue could be identified on the pins as returned. Cause cannot be definitively determined. Eval: device history records indicate all components were manufactured and inspected to specification.